Manufacturer narrative:
Clinical review: a temporal relationship exists between the hemodialysis treatments performed on (B)(6) 2019 using the 2008 t hemodialysis machine, fresenius bloodlines, fresenius dialyzers, granuflo acid, naturalyte 4000 bicarbonate, fresenius clic blood chamber and the patient¿s hemolysis event requiring hospital admission for blood transfusion. The clinic investigation has not successfully identified the source of the hemolysis. There is no objective evidence of any user error, non-compliance to standard operating procedure, chemical/toxic exposures, or any thermal/mechanical causes. The manufacturer¿s product analysis is pending at the time of this clinical investigation. Therefore, any concomitant fresenius products utilized cannot be excluded as a possible causal or contributory factor in the event. There have been no reported defects with any fresenius products used in relation to this event. There have not been any new reports of any additional hemolysis cases associated with use of fresenius products. The granuflo mix and bicarbonate mix tested had a normal specific gravity according to documentation on clinic logs. Moreover, it was reported there were no conductivity alarms on the 2008 t machines. Electrolyte panels of the final dialysate were also within normal limits. The patient sodium levels were normal. It appears unlikely an osmolar insult from the acid or bicarbonate occurred. The patients were not using the same size or lot of optiflux dialyzers which suggests the dialyzers did not cause the hemolysis event due to the degree of variability. There were no reported blood leaks or defects with any of the optiflux dialyzers used. All 2008 t machines passed pre-treatment and post -event functionality testing. There were no unexpected machine alarms in relation to the event. The cause of the hemolysis cannot be determined. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area technical operations manager (atom) reported that a hemodialysis patient experienced hemolysis event. Upon follow up, the hemolysis event appears to have occurred between (B)(6) 2019. The patient¿s pre-hemodialysis treatment labs were drawn on (B)(6) 2019 without any reported issues with the lab specimen. On (B)(6) 2019, the clinic manager reviewed the lab results which were drawn post hemodialysis treatment and noticed the patient had a drop in their baseline hemoglobin from 11 to 9. The patient was admitted into the hospital on (B)(6) 2019 and required a blood transfusion. Further details regarding the patient¿s hospitalization are currently unknown. Reportedly, the patient continues to receive hemodialysis treatments. The patient was reported dialyzing with a fresenius 2008t hemodialysis machine, fresenius bloodlines, fresenius 180 dialyzers, fresenius granuflo acid (2551) 2.0 potassium/2.5 calcium, fresenius naturalyte 4000 bicarbonate, fresenius clic blood chamber and fresenius normal saline. It was reported there were no visual defects or anything unexpected with any of the fresenius products used, as well as no machine alarms, clotting events and/or dialyzer leaks in relation to the hemolysis event. It was reported there was nothing unusual in any of the hemodialysis treatments. There were no visible signs of hemolysis during any treatment such as, translucent/cherry colored blood (which is typical with hemolysis in hemodialysis) or any patient symptoms. The patient completed all their hemodialysis treatments during the timeframe without any adverse effect. Currently, the cause of the hemolysis event is unknown. The actual and companion samples of the fresenius products used between (B)(6) 2019 have been sent to the manufacturer for further investigation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the samples, the actual sample had blood throughout the dialyzer and coagulated blood present within each header. The companion samples were returned sealed within the prepackaging pouch with no damage or irregularity. There was no visual indication of any defect or irregularity of any type on the dialyzers. The companion samples were forwarded to the qs department for ultrafiltration, bubble point, and sodium clearance testing. The qs dialyzer laboratory performance testing (bubble point, sodium clearance and ultrafiltration) test results did not identify any defects or irregularities that would affect the dialyzer¿s performance. The dye solution from sodium clearance was visible and uniform throughout the fiber bundle of the tested dialyzers. The ultrafiltration test results indicated that each dialyzer performed within acceptable parameters. There was no indication of product performance issues observed during bubble point testing as well. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. During the investigation of lot number 19bu03011, there was no indication of a product deficiency or relationship to the report of hemolysis in patients at (B)(6). A review of the production record, as well as the performance testing of the companion samples, demonstrated that the dialyzers met all specifications and requirements for release.